Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they had a sudden unexplained drop in quality controls results for troponin t and nt pro bnp assays on the cobas e 411 immunoassay analyzer (e411). The customer also provided data for a total of 29 patient samples tested for troponin t (tnt). Of these samples, 20 had erroneous initial tnt results that were reported outside of the laboratory. Information was requested if the customer was using the elecsys troponin t assay or the elecsys troponin t stat assay, but it was unknown. The samples highlighted in yellow represent samples which had corrected reports. The units of measure used for the tnt test were requested, but were not provided. No adverse events were alleged to have occurred with the patients. The tnt reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer replaced sample and sipper probes. He checked and adjusted all positions for the sample probe. He checked sipper probe adjustments. He replaced the measuring cell. He ran performance testing. The customer ran calibration and controls; they were happy with the results.

Manufacturer narrative:
The units of measure used for the tnt test were ng/l.

Manufacturer narrative:
The affected measuring cell was installed on the analyzer in (B)(4) 2016, so it was due for replacement at the time of the event. Exchange of the measuring cell is recommended every 12 months or after measuring 50000 tests, whichever comes first.